Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.